Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedance measurements greater than 2000 ohms with loss of capture. The patient's intrinsic rate was 40 beats per minute (bpm). It was determined the lead had fractured as a result of a patient fall. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.